Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they think they lost a group on their controller as group c wasn't working. Pt noted that was their primary group they used and was in so much pain because c wasn't working. Pt said they were hurting on saturday so they checked controller expecting ins to be dead, but pt saw they were still on group c and ins was 100% but therapywasn't doing anything. Pt said they think their meds wore off so that was when they noticed the pain. Pt said stim intensity was usually on 7, but they turned down program 1 to 0 to see if they could increase stim back up however kept getting settings not available. Pt denied any falls or changes in programming. Pt got settings not available during the call as well. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they were still having "settings not available [59]" / ' out-of-regulation' screen come up when trying to adjust/activate stimulation. Pt had seen their rep last week (tues/wed) for reprogramming after receiving a new controller, and things were running fine until this morning when pt tried to adjust/change settings and groups. Pt reported that they were only able to utilize stimulation from group a. The patient was redirected to their healthcare provider to further address the issue. Agent redirected pt to arrange for another reprogramming session with their rep to fix oor settings. Thepatient's relevant medical history included pt mentioned that they recently had their nerves in their back down to the pelvis/coccyx "burned," and since then hasn't been feeling stimulation the same way. Pt wondered if that event may have created impedance. Pt reported they feel their regular pain down their legs, but no longer feel the stimulation that would combat it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.